Event description:
International affiliate reports the pt complained of pain. Ultrasonic testing found fluid in the pt's subcutaneous pump pocket. Surgery revealed the catheter was torn at the end near the spine. After a six hour surgery, the catheter along with the implanted pump was explanted.